Event description:
It was reported by repair work order that the siderail won't latch due to a missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.